Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 76 mg/dl. Customer went bolus and pressed up button and numbers began to scroll and non stop. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).